Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp. To resolve the issue, the fse replaced the motor controller board and completed the pm. All functional and safety tests were passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) rotation speed during the compressor output test varied intermittently. The fse observed that in the service diagnosis the compressor stated immediately with more than 2300rpm. There was no patient involved, thus no adverse event was reported.